Event description:
It was reported that the customer was experiencing high and low blood glucose. Customer stated that a reservoir drained of insulin within four hours. Customer treated 35 mg/dl with glucose tablets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.